Event description:
It was reported that the external pulse generator (epg) was powered on and "not long" after this, it turned itself off. The user replaced the battery and the problem remained. The epg was returned for service and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the main printed circuit board was out of specification, the upper and lower cases were broken, the battery drawer, battery drawer o-ring and one side bail cover were contaminated, and the battery contacts were compressed. Further analysis was performed on the main printed circuit board. It was noted that the pacing output was not controllable above 10 ma. This was due to an integrated circuit component failure. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was powered on and "not long" after this, it turned itself off. The user replaced the battery and the problem remained. The epg was returned for service and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).